Event description:
Device report from synthes reports an event in japan as follows: it was reported, that this was an unknown surgery performed on (B)(6) 2023. The modular screwdriver handle and the shaft were connected, and used to extract a moss miami screw. And after that, the shaft got unable to be detached from the modular screwdriver handle. Normally the shaft can be detached by pressing the button on a modular screwdriver handle. But it was stuck in the modular screwdriver handle and could not be detached. It is possible, that a slight tap on the modular screwdriver handle, with a hammer to mate the tip of the modular screwdriver handle, with the core of the screw to be extracted may have had an effect. The surgeon completed the surgery successfully with spare a handle and shaft. There was no surgical delay. The patient is stable. No further information is available. This report is for one (1) 2.5mm hex. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.